Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. Angiogram dated (B)(6) 2015 has been estimated. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a supera stent was implanted into the popliteal and superficial femoral artery on (B)(6) 2015. Four months later, the patient was admitted to the hospital and was symptomatic with short claudication. When imaging was performed it was noted that the supera had fractured and broken into 2 pieces. Restenosis was noted in the fractured stent, angioplasty was performed to re-open the artery, and the patient obtained a good flow in the femoral artery. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed medwatch, additional information indicates that an unspecified supera was placed and the patient is doing well 5 months out. No additional information was provided.

Manufacturer narrative:
(B)(4). The unique device identifier is unknown because the part number and lot number were not provided. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the reported information, there is no indication of an issue caused by, or related to the design, manufacture, or labeling of the device. The investigation concluded that a conclusive cause for the stent fracture, stenosis, and claudication could not be determined. The additional therapy/non-surgical treatment and hospitalization are due to operational context of the procedure. A cine of the procedure was received and reviewed by an abbott clinical specialist. No images of the device at the time of implantation were provided for review. While a conclusive cause for the stent fracture cannot be determined at this time it is conceivable that severe, repetitive torquing due to repetitive bending and / or compression of the stent at the knee contributed to the fracture. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.